Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. (B)(6). Device manufacture date: unknown. Investigation summary: no product or photo was returned by the customer. The customer complaint of faulty IV tubing could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model or lot number was not provided by the customer. Root cause analysis: due to no sample being received, an investigation could not be performed and a root cause could not be determined. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that pri tubing was damaged. The following information was provided by the initial reporter: material no: unknown batch no: unknown. It was reported - faulty epidural syringe - to be clarified. Customer email again on (B)(6) 2020: we did not save the syringes, but we will in the future. Customer email (B)(6) 2020:the problem seems to be resolved. We have not been having any more issues with the epidural syringes. Bd company rep email (B)(6) 2020: we have a complaint of faulty tubing from our labor and delivery unit.

Event description:
It was reported that pri tubing was damaged. The following information was provided by the initial reporter: material no: unknown batch no: unknown it was reported - faulty epidural syringe - to be clarified. Customer email again on (B)(6) 2020: we did not save the syringes, but we will in the future. Customer email (B)(6) 2020:the problem seems to be resolved. We have not been having any more issues with the epidural syringes. Bd company rep email (B)(6) 2020: we have a complaint of faulty tubing from our labor and delivery unit.

Manufacturer narrative:
B3 date of event: (B)(6) 2020.